Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/07/2011)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (b)(5), 2011 with the following findings: the lancing device involved with this complaint was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she had difficulty inserting a lancet into the onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The date and time that the alleged issue began is unknown, however it was noted that the subject lancing device was being used for the first time. The patient reportedly manages her diabetes with a combination of pills (unknown type and dose). When the alleged issue with the lancing device occurred, the patient claimed she decreased her usual dose of medication in response to the issue. At an unknown date and time after the reported issue, the patient alleged that she developed symptoms of "sweating and shaking" and denied receiving any treatment for her symptoms. It is unknown how much time had elapsed from the start of the issue to the onset of the symptoms. It would have been helpful to know what diabetes medications the patient was taking at the time and if there was any other changes to her diet and or exercise during that day. At the time of troubleshooting, the cca noted that there was no misuse of the product and the issue was resolved through training. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.